Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and the reported condition that the device had a black oily discharge was confirmed. An assessment was performed and it was determined that there was an unknown liquid found inside, there was corrosion on the worn clamps, there was black oil noted, the device would not hold the smallest k-wire, and there was a grinding noise. It was further determined that the device failed pretest for check for untrue running, check for smooth running, check for self-holding, check clamping range, and check gripping power and function. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the quick coupling device had a black oily discharge. This event did not occur during surgery. There was no human patient involvement as this device is intended for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.